Event description:
Healthcare professional reported, right side rupture. Healthcare professional, additionally reported, capsular contracture, baker grade IV. Granuloma, deformity and calcification. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: rupture-breast: observed, one opening device assessed, as surgical damage. Capsular contracture-breast: unable to observe, since it is not related to the device. Granuloma-breast: unable to observe, since it is not related to the device. Calcification-breast: not observed. Deformation-breast: not observed. No additional observations are performed. No further actions are required, since no issue in the manufacturing of the device is observed.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, capsular contracture baker grade IV, granuloma, calcification, deformation.

Event description:
Healthcare professional reported right side rupture. Healthcare professional additionally reported capsular contracture baker grade IV, granuloma, deformity and calcification. Device has been explanted and replaced.